Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leads were connected to the device, and it was not possible to tighten the se tscrews. The setscrews would continue to spin without making any noise. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material (fm) in both connector bores. The returned device had both setscrew blocks with damaged threads and fm. The returned device indicated both grommets damaged. The returned device indicated foreign material in both set screws socket heads. The returned device indicated both set screws had rounded sockets, damaged threads, and were found in their respective connector bores. If information is provided in the future, a supplemental report will be issued.